Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an issue with the erbe generator, which displayed an error message stating "activation has been interrupted due to an error, u-02." Despite multiple reboots and disconnecting cables, the error persisted, as confirmed by system logs. The customer's other system was in use, prompting consideration of using a covidien force triad generator, contingent on locating the necessary activation cable (pn:371716-02). Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found multiple hard stop errors pointing to the erbe and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found hard fault such as u-02 happening dozens of times confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and the unit displayed error u-02. The probable root cause could be attributed a checkmaster failure of the erbe generator. This error can be resolved through troubleshooting or replacement of the generator.